Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was a confirmed infection and swelling at the implantable neurostimulator (ins). There was also a change in therapy and charging issue. The infection occurred on (B)(6) 2016. The change in therapy coverage started in (B)(6) 2016. The ins charging issues started (B)(6) 2016. The ins battery would only charge halfway for the past 3 weeks, and it was confirmed to be sometime in (B)(6). The implant was sticking out a little more, which she thought could be due to swelling and the infection she got on the same day the implant was put in. ¿it¿s been a battle.¿ they had the patient on a peripherally inserted central catheter (PICC) line. Someone pulled the PICC line out without looking at the infection levels after 6 weeks and her infections were still bad so now she was on 2 different antibiotics. There was no fall or trauma. The patient was going in for an adjustment today, (B)(6) 2016, because since the middle of (B)(6) she had needed more stimulation in her left leg. The patient wanted a manufacturing representative (rep) to be at the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.